Manufacturer narrative:
Event occurred on an unknown date in 2021. This report is for an unknown screws: nail locking/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in 2021 during an unknown procedure, one (1) aiming arm, one (1) insertion handle, and one (1) unknown distal screw were unable to assemble correctly. The handle and aiming arm malfunctioned and missed the nail and were unable to use the distal screw. There was a surgical delay of fifteen (15) minutes. There was no patient consequence. The procedure was successfully completed. This report is for one (1) unk - screws: nail locking. This is report 3 of 3 for (B)(4).